Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state.the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii IV catheter experienced needle through catheter. The following information was provided by the initial reporter: at 10 o 'clock on (B)(6)2022, the steel needle of the indwelling needle was found to be broken through the catheter tube during intravenous infusion, and the indwelling needle was replaced.